Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 15 mm x 2.75 mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, when the physician pushed the balloon inside the guide catheter, the mid section of the hypotube broke. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the nc quantum apex balloon catheter in two pieces. The shaft and hypotube were microscopically and tactile inspected. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. There was a complete hypotube separation 63cm from the end of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, when the physician pushed the balloon inside the guide catheter, the mid section of the hypotube broke. No patient complications were reported and the patient's status was stable.